Manufacturer narrative:
Results: the returned lantern was ovalized approximately 146.0 cm thru 150.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed ovalizations on its distal shaft. If the device is forcefully pinched or gripped during the procedure, damages such as these may occur. These ovalizations likely contributed to the reported resistance experienced during advancing the lantern through the parent catheter. During functional testing, the returned lantern was able to be advanced through a demonstration 4maxc without issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-02463.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern), non-penumbra sheath, and non-penumbra parent catheter. During the procedure, while advancing the lantern through the parent catheter, the physician experienced strong resistance and the lantern almost became stuck at the distal end of the parent catheter. Therefore, both the lantern and parent catheter were removed. It was also reported that flushing the parent catheter did not resolve the issue and the mid shaft of the lantern was damaged. The physician then advanced a new lantern against resistance and completed the procedure with same parent catheter and, a guidewire. There was no report of an adverse effect to the patient.